Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end to end anastomosis on an open low anterior resection, the anvil did not attached to the stapler. Used another circular stapler and the posterior part of the staple line did not form. Replaced with another good stapler to resolve the issue. The incision was extended due to the product problem and the surgical time was extended for 30 minutes or more.